Event description:
(B)(4). The provider states one of the legs on the commode was bent. She states, the unit was from order (B)(4). The provider states the unit shipping carton looked intact, however, concealed was the bent leg 7857hf